Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the external devices were no longer able to communicate with the ipg. The patient last received stimulation and recharged the device approximately 5 weeks ago. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Describe event or problem: additional information was obtained through follow up.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2018 and replaced the ipg. Effective therapy was re-established